Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient reported experiencing pain and inflammation in the knee approximately one year post-implantation. A steroid injection was given in the knee due to impingement of the femoral implant on the it band due to overhang. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right tka with no intraop complications, no patellar resurfacing/implant; eleven months post implantation- patient presents with right medial and lateral knee pain, but not overbearing; rom is 5 degree short of full extension, to 125 degree flexion; x-ray review: well positioned, well fixed tka, "femoral prosthesis is a bit wider than the femur itself", eleven and half months post implantation- patient continues to have pain laterally around the it band; steroid injection provided superficially for impingement pain device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-03175, 3007963827-2021-00268, 3007963827-2021-00269, 0001822565-2021-03176, 0001822565-2021-03177, 0001822565-2021-03178. Concomitant medical products: femur cemented (cr) standard nitrided right size 7, item# 42572606202, lot# 64858067; articular surface (mc) right 11 mm height , item# 42522100411, lot# 64444760; tibia cemented 5 degree stemmed right size d, item# 42532006702, lot# 64765324; headed screw 48 mm length item# 00579104100, lot# 64249523; headed screw 48 mm length item# 00579104100, lot# 64810228; headed screw 48 mm length item# 00579104100, lot# 64810228. Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing pain, inflammation, and has had a high white blood cell count since she had an initial right knee arthroplasty. The patient stated that the surgeon told her that he gave her a different size because there was not an option available in her size because she is a smaller person. Patient also stated that she is allergic to nickel. Attempts to obtain additional information have been made; however, no more information is available at this time.